Event description:
This case was initially received via regulatory authority ansm ((B)(4)) on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no nickel allergy. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 4 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), back pain ("back pains"), dysmenorrhoea ("dysmenorrhea"), ovulation pain ("ovulation syndrome"), fatigue ("severe fatigue"), menorrhagia ("abundant periods") and abdominal pain. The patient was treated with surgery (essure will be removed). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, back pain, dysmenorrhoea, ovulation pain, fatigue and menorrhagia outcome was unknown and the abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, ovulation pain and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.